Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), infection ("infection"), hypersensitivity ("allergic reactions"), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety") and pelvic pain ("pain"). The patient will be treated with surgery (to remove the essure implant). At the time of the report, the perforation, device dislocation, infection, hypersensitivity, alopecia, depression, anxiety and pelvic pain outcome was unknown. The reporter considered alopecia, anxiety, depression, device dislocation, hypersensitivity, infection, pelvic pain and perforation to be related to essure. The reporter commented: surgery was scheduled for (B)(6) 2017. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.